Event description:
It was reported that the patient underwent a replacement of his artificial urinary sphincter (aus) due to the device was not working. All the previous components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.